Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had the alarm every 4 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error detected due to j6 connector resistance issue. Insulin pump passed the displacement test, sleep current test and active current test.